Event description:
The hospital reported that two dc extension cables did not work. The hospital was unable to provide the exact event date; however, the cords reportedly malfunctioned during the week of (B)(6) 2013. The hospital is unable to provide any further info, including if there was any pt involvement, if the device problem occurred during a procedure, and how the procedure was completed.

Manufacturer narrative:
The dc extension cables were returned to the factory for eval. The devices showed no signs of clinical usage or evidence of blood. Device 1 - a visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the returned dc extension cable using a reference hemopro device and power supply. The dc extension cable passed the pre-cautery test as the reference hemopro device produced steam and heat during several activations. Based upon the eval results, the reported complaint could not be confirmed. Device 2 - a visual inspection determined that one of dc extension cable pins was damaged. The side pin was damaged inside of the connector, which attaches to the pigtail. The dc extension cable would not plug into the tool. The supplier of the cable inspects the pins prior distribution. While we cannot conclusively determine the root cause of the damaged pin, the reported event is likely attributable to the application of excessive force while connecting the dc extension cable to the hemopro tool. Based upon the eval results, the reported complaint was confirmed. Internal file numbers - (B)(4).